Event description:
The customer reported unit with no ac indicator on 8015. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 no ac indicator. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Replace logic board. 7. Return the module to the factory. Explained problematic issue for device not powering on. Customer tested by replacing battery from known working device. Still did not power on the pcu. Informed customer to change the logic and/or power supply board to isolate problem fault. Customer given part numbers for replacement parts. Customer to call back for assistance if any further issues and/or concerns need addressing, end call. A review of the device history record showed the device had a manufacture date of 04/01/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported unit with no ac indicator on 8015. There was no patient involvement.